Manufacturer narrative:
Eval summary: the analysis results found that the device arrived in good visual condition. The anvil half breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke; however, the knife was noted to have nicks. This damage is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. The device fired, cut and formed all the staples as intended. The staple line was noted to be complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the mfg process. Damaged knife.

Event description:
It was reported that during an anterior resection procedure, the doctor was preparing to transect the distal portion of the rectum. He had thinned out the rectum and it was healthy tissue. He put an open cutter around the rectum and began to dial down. The dial became tight and he could feel the stapler was tight around the rectum. However, no gap setting line that appeared in the gap setting scale. The doctor mentioned the knob was snug and did not want to continue tightening, so he fired the stapler, then cut along the stapler edge. He removed the stapler and placed a sponge in the pelvis, as he did not notice anything wrong with the staple line. He did see some bleeding at the site and placed some sutures. When he decided to do the anastamosis, he used the circular. The resident inserted it transanally, and the full rim of the head of the circular came up through the rectum; no staple line was seen (some staples from the open cutter are being returned with the instruments - some of them are starting to form, some of them are not). Surgeon then used the curved cutter to staple the rectum again and it worked. He then reinserted the circular and fired it. Surgeon performed a leak test and the anastomosis had a leak, so he went back in and hand sutured the anastomosis. The doctor performed a loop ileostomy due to the anastomotic leak, and the loop ileostomy will be reversed in approximately three months. The pt is doing well.